Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report #'s 3005099803-2011-01881 and 3005099803-2011-01882. It was reported to boston scientific corporation that two resolution hemostasis clipping devices were used to treat a post polypectomy bleed in the rectum during a colonoscopy procedure on (B)(6) 2011. According to the complainant, during the colonoscopy procedure with polypectomy, the mucosa started to bleed post polypectomy. The physician attempted to deploy a resolution clip at the target site to stop the bleed; however, during deployment the physician noticed that the clip was broken and only one prong attached to the mucosa and the other prong was loose. Another resolution clip (manufacturer report #3005099803-2011-01882) was used and the same issue occurred. The clip was broken and only one prong attached to the mucosa. Clinical follow up revealed that the two broken clips eventually fell off the tissue and were left in the patient to pass naturally. The physician used three additional clips to successfully complete the procedure. There were no patient complications as a result of this event. The patient was reported to be in stable condition post procedure.

Manufacturer narrative:
Patient is (B)(6). (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.